Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to osteolysis.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient was revised due to osteolysis. Update: medwatch report #(B)(4) states that depuy asr right total hip removed by surgeon. Patient developed large cyst/seroma requiring several aspirations prior to removal plus antibiotics; experienced toxicity from leaching of metals leading to tinnitus; cyst confluent with joint space dissected at time of explant; infectious disease consults required post-op probably infection, IV antibiotics given. Update: (B)(4) 2012 - litigation papers received, there is no new information that would change the outcome of this investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update (B)(4) 2014 - medical records received. Medical records indicate pseudotumor and grey-green stained tissue. The information received does not change the MDR decision. Complaint updated (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.